Event description:
Disposable stapler assembled and loaded. During surgery stapler was inspected before using. After stapling small bowel, anastomosis checked and misfire observed with loose staples. Anastomosis redone with disposable stapler. The instrument and reload was pulled and sent out for repair/analysis by ussc on/around may 21, 2003.